Event description:
Imp # (B)(4).

Manufacturer narrative:
Other component explanted: gmk-sphere 02.07.0035rp patella resurfacing # 3 lot # 133345 (k090988). Batch review performed on july 31, 2015. Ref. 02.12.0004r lot 135727: (B)(4) items manufactured and released on november 28, 2013. No anomalies found related to the event. To date, (B)(4) items of the lot have been already sold without any similar reported issue. Ref. 02.07.1204r, lot 134259: 46 items manufactured and released on november 8, 2013. No anomalies found related to the event. To date, (B)(4) items of the lot have been already sold without any similar reported issue. Ref. 02.12.0410fr, lot 135742: (B)(4) items manufactured and released on february 13, 2014. No anomalies found related to the event. To date, (B)(4) items of the lot have been already sold without any similar reported issue. Ref 02.07.0035rp, lot 133345: (B)(4) items manufactured and released on september 24, 2013. No anomalies found related to the event. To date, (B)(4) items of the lot have been already sold without any similar reported issue.

Manufacturer narrative:
On 30 september 2015 it was prepared a final report with the information already submitted in the intial report. On 28 october 2015 the report was sent to the initial reporter and the case was closed.